Event description:
It was reported that the pt experienced tiredness, overall weakness and looseness and appeared "out of it". He was admitted to the hosp for evaluation possible overdose. The pt's pump contained lioresal 2000 mcg/ml at 475mcg/day. The pt had received a 25 mcg bolus a week prior. A catheter dye study was performed and no blockages or kinks were noted. The radiologist noted that during the dye study, the dye did not come out into the intrathecal space like a puff of smoke, rather, it spurted out. They are unsure if there is an adhesion or fibrin sheath at the catheter tip. The hcp may seek a second opinion of the films. While hospitalized, the pt developed aspiration pneumonia and a bladder infection. The pt was discharged to a transitional care unit receiving simple continuous infusion. The hcp reported that the pt is currently at his baseline.

Manufacturer narrative:
.